Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coil broke during placement/ one of the essure coils broke during placement and another was reinserted'), genital haemorrhage ('abnormal bleeding (general)') and seizure ('neurological conditions or problems type: seizures,') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in 2017, appendectomy in 2017, malaise and heavy periods. Concomitant products included ibuprofen since 2015 for dysmenorrhea, ondansetron (zofran) since 2018 for irritable bowel syndrome as well as ethinylestradiol;levonorgestrel (alesse), ethinylestradiol;norethisterone acetate (loestrin) from 5-dec-2016 to 27-mar-2017, ethinylestradiol;norgestimate (sprintec) from 18-feb-2013 to 18-mar-2014 and pramlintide acetate (symlin) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced hypertonic bladder ("bladder or urinary problems or changes: overactive bladder"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("blood or heart disorder/condition type: anemia"), 6 years 6 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have antinuclear antibody ("autoimmune disorder type of disorder: anti-nuclear antibodies") and experienced feeling abnormal ("neurological conditions or problems type: brain fog"), seizure (seriousness criterion medically significant) and mental status changes ("neurological conditions or problems type: altered mental states"). In (B)(6) 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndome"). On (B)(6) 2017, the patient experienced iron deficiency ("other injury (ies) or complication -please describe: iron deficiency"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency"), nausea ("nausea"), skin discomfort ("neurological conditions or problems type: skin tickling"), confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue"), abdominal distension ("severe bloating"), cyst ("cyst"), peripheral swelling ("swelling of feet"), hyperhidrosis ("excessive sweating"), pain ("all over body pain/ all over body pain"), obesity ("morbid obesity") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("hormonal changes describe: weight gain"). The patient was treated with iron, levetiracetam (keppra), surgery (removed) and weight loss program, weight watchers, diet pills, symilin injection. At the time of the report, the device breakage, mental status changes, iron deficiency, obesity and ovarian cyst outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, weight increased, antinuclear antibody, hypertonic bladder, anaemia, vitamin d deficiency, nausea, skin discomfort, feeling abnormal, confusional state, seizure, fatigue, abdominal distension, cyst, peripheral swelling, hyperhidrosis, alopecia, irritable bowel syndrome and pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, antinuclear antibody, confusional state, cyst, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hyperhidrosis, hypertonic bladder, iron deficiency, irritable bowel syndrome, menorrhagia, mental status changes, nausea, obesity, ovarian cyst, pain, peripheral swelling, seizure, skin discomfort, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2010. Discrepancy noted in essure removal - the patient states that essure was 'removed' however, she has also stated that, she looked for clinics but no appointment scheduled. Insertion details - 4 coils were visualized on the right and 3 coils were visualized on the left. Essure was re-inserted after the breakage of first coil. Current weight 289. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, tubes blocked (per pfs). Bilateral fallopian tube occlusion (per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: reporters added. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). Added events morbid obesity, ovarian cyst. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coil broke during placement') and genital haemorrhage ('abnormal bleeding (general)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in 2017, appendectomy in 2017, malaise and heavy periods. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014, ibuprofen since 2015 and ondansetron (zofran) since 2018. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and hypertonic bladder ("bladder or urinary problems or changes: overactive bladder"). In 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndome"). On (B)(6) 2017, the patient experienced seizure ("neurological conditions or problems type: seizures,"), 7 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency"), nausea ("nausea"), skin discomfort ("neurological conditions or problems type: skin tickling"), confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue"), abdominal distension ("severe bloating"), cyst ("cyst"), peripheral swelling ("swelling of feet"), hyperhidrosis ("excessive sweating"), alopecia ("hair loss") and pain ("all over body pain") and was found to have weight increased ("hormonal changes describe: weight gain") and antinuclear antibody ("autoimmune disorder type of disorder: anti-nuclear antibodies"). The patient was treated with surgery (removed) and weight loss program, weight watchers, diet pills, symilin injection. At the time of the report, the device breakage outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, weight increased, antinuclear antibody, hypertonic bladder, anaemia, vitamin d deficiency, nausea, skin discomfort, feeling abnormal, confusional state, seizure, fatigue, abdominal distension, cyst, peripheral swelling, hyperhidrosis, alopecia, irritable bowel syndrome and pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, antinuclear antibody, confusional state, cyst, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hyperhidrosis, hypertonic bladder, irritable bowel syndrome, menorrhagia, nausea, pain, peripheral swelling, seizure, skin discomfort, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in essure removal - the patient states that essure was 'removed' however, she has also stated that, she looked for clinics but no appointment scheduled. Insertion details - 4 coils were visualized on the right and 3 coils were visualized on the left. Essure was re-inserted after the breakage of first coil. Current weight 289. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, tubes blocked (per pfs). Bilateral fallopian tube occlusion (per mr).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coil broke during placement/ one of the essure coils broke during placement and another was reinserted') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in 2017, appendectomy in 2017, malaise and heavy periods. Concomitant products included ibuprofen since 2015 for dysmenorrhea, ondansetron (zofran) since 2018 for irritable bowel syndrome as well as ethinylestradiol;levonorgestrel (alesse), ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014 and pramlintide acetate (symlin) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced hypertonic bladder ("bladder or urinary problems or changes: overactive bladder"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), 6 years 10 months after insertion of essure. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2017, the patient was found to have antinuclear antibody ("autoimmune disorder type of disorder: anti-nuclear antibodies") and experienced seizure ("neurological conditions or problems type: seizures,") and mental status changes ("neurological conditions or problems type: altered mental states"). In (B)(6) 2017, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndome"). On (B)(6) 2017, the patient experienced iron deficiency ("other injury (ies) or complication -please describe: iron deficiency"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency"), nausea ("nausea"), skin discomfort ("neurological conditions or problems type: skin tickling"), confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue"), abdominal distension ("severe bloating"), cyst ("cyst"), peripheral swelling ("swelling of feet"), hyperhidrosis ("excessive sweating") and pain ("all over body pain/ all over body pain") and was found to have weight increased ("hormonal changes describe: weight gain"). The patient was treated with iron, levetiracetam (keppra), surgery (removed) and weight loss program, weight watchers, diet pills, symilin injection. At the time of the report, the device breakage, mental status changes and iron deficiency outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, weight increased, antinuclear antibody, hypertonic bladder, anaemia, vitamin d deficiency, nausea, skin discomfort, feeling abnormal, confusional state, seizure, fatigue, abdominal distension, cyst, peripheral swelling, hyperhidrosis, alopecia, irritable bowel syndrome and pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, antinuclear antibody, confusional state, cyst, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hyperhidrosis, hypertonic bladder, iron deficiency, irritable bowel syndrome, menorrhagia, mental status changes, nausea, pain, peripheral swelling, seizure, skin discomfort, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2010 and (B)(6) 2010. Discrepancy noted in essure removal - the patient states that essure was 'removed' however, she has also stated that, she looked for clinics but no appointment scheduled. Insertion details - 4 coils were visualized on the right and 3 coils were visualized on the left. Essure was re-inserted after the breakage of first coil. Current weight 289. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, tubes blocked (per pfs). Bilateral fallopian tube occlusion (per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: plaintiff fact sheet was received. Events added from pfs- altered mental states, iron deficiency. Events onset date, concomitant drug, treatment drug were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the coil broke during placement') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis in 2017, appendectomy in 2017, malaise and heavy periods. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2014, ibuprofen since 2015 and ondansetron (zofran) since 2018. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and hypertonic bladder ("bladder or urinary problems or changes: overactive bladder"). In 2017, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndome"). On (B)(6) 2017, the patient experienced seizure ("neurological conditions or problems type: seizures,"), 7 years 9 months after insertion of essure. In (B)(6) 2017, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("blood or heart disorder/condition type: anemia"), vitamin d deficiency ("blood or heart disorder/condition type: vitamin d deficiency"), nausea ("nausea"), skin discomfort ("neurological conditions or problems type: skin tickling"), confusional state ("neurological conditions or problems type: confusion"), fatigue ("fatigue"), abdominal distension ("severe bloating"), cyst ("cyst"), peripheral swelling ("swelling of feet"), hyperhidrosis ("excessive sweating"), alopecia ("hair loss") and pain ("all over body pain") and was found to have weight increased ("hormonal changes describe: weight gain") and antinuclear antibody ("autoimmune disorder type of disorder: anti-nuclear antibodies"). The patient was treated with surgery (removed) and weight loss program, weight watchers, diet pills, symilin injection. At the time of the report, the device breakage outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, weight increased, antinuclear antibody, hypertonic bladder, anaemia, vitamin d deficiency, nausea, skin discomfort, feeling abnormal, confusional state, seizure, fatigue, abdominal distension, cyst, peripheral swelling, hyperhidrosis, alopecia, irritable bowel syndrome and pain had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, antinuclear antibody, confusional state, cyst, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hyperhidrosis, hypertonic bladder, irritable bowel syndrome, menorrhagia, nausea, pain, peripheral swelling, seizure, skin discomfort, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date - (B)(6) 2010 and (B)(6) 2010. Essure did not worsen a previously existing injury. Insertion details - 4 coils were visualized on the right and 3 coils were visualized on the left. Essure was re-inserted after the breakage of first coil. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion, tubes blocked (per pfs). Bilateral fallopian tube occlusion (per mr). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received : events per pfs: hormonal changes describe: weight gain, abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: anti-nuclear antibodies, bladder or urinary problems or changes, blood or heart disorder/condition type: anemia and vitamin d deficiency, nausea, neurological conditions or problems type: skin tickling, brain fog, and confusion, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, abdominal pain and severe bloating, cyst brain fog, swelling of feet, excessive sweating , hair loss, irritable bowel syndrome were added. On 28-jun-2019: coding correction requested for the event of "brain fog". Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.